Event description:
It was reported while testing with ¿bd bactec¿ plus aerobic/f culture vials (plastic)¿ a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: the sensor has come loose. The machine (bactec) indicated this bottle as a positive bottle in the device after only one hour of incubation. Subculture and preparation are currently still negative.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer reported blood under the sensor and false positive result. Two photos were received with sensor adhesion defect. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background and visual inspection was performed with satisfactory results for false positive result. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed for sensor adhesion based on photos received. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Corrective actions preventive actions (CAPA) 2882676 was initiated to further investigate sensor adhesion complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported while testing with ¿bd bactec¿ plus aerobic/f culture vials (plastic)¿ a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: the sensor has come loose. The machine (bactec) indicated this bottle as a positive bottle in the device after only one hour of incubation. Subculture and preparation are currently still negative.